Event description:
The pump was programmed to deliver a tpn solution at 75 ml/hr. At one point the pump displayed that 843 ml remained to be delivered, however it was noted that the IV bag was "pretty full" with approx. 1250 ml remaining. The original volume of the solution container is not known. It was also reported that there was no dripping observed in the drip chamber of the IV set when the pump was found. It is not known how long the pump was operating or which channel was involved. The IV set and tpn was loaded into a different infusion pump and the solution was administered without difficulty. No pt injury resulted.